Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the left master tool manipulator (mtm). The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted burch colposuspension surgical procedure, a nurse stated error 23017 was on the left master tool manipulator (mtm). They could not continue working. Power cycling did not solve the issue. Even when error was gone after power cycle, it will likely come back. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed error logs and confirmed error. There was a delay of 15 to 30 minutes. The procedure's outcome is unknown and there was no reported injury.